Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of complaint with her belt clip, but also mentioned being hospitalized for diabetic ketoacidosis. The customer states she was hospitalized for high blood glucose levels. The customer's blood glucose at the time of hospitalization was 240mg/dl. The customer was on insulin drip to treat high blood glucose. The customer will be discharged. Nothing is being returned or replaced at this time.